Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophageal dilation procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the balloon popped during its second inflation at 6atm. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.